Manufacturer narrative:
Investigation summary: a complaint was reported for false resistance of patient results on a phoenix m50 instrument. No information was provided as to what the expected result was versus what result was received. A bd field service engineer (fse) was dispatched to the customer site. The fse did not note any issues with the instrument upon arrival. As a part of troubleshooting, the fse adjusted the optical system and conducted an evaluation test. This test resulted in good results. There were no further issues noted with the instrument, however, some standard checks were performed to make sure the instrument was operating properly and to ensure customer satisfaction; therefore, this complaint is unconfirmed. The root cause of the failure was unable to be determined. No reports, logs, binary files or other samples were made available for the investigation; therefore, no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review revealed no previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirm there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system the user noted that the susceptibility results were inconsistent with the expect result for an unknown number of patient results. No health impact or consequence reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g5. PMA / 510(k)#: k040099 and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system the user noted that the susceptibility results were inconsistent with the expect result for an unknown number of patient results. No health impact or consequence reported.